Manufacturer narrative:
A ge service representative performed an on-site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had no power and the system was down (no boot). There was no patient injury or death reported.